Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited fluid discharge at the incision site. Reportedly, the physician suspected stitch abscess. A pocket revision was performed with washout and cultures. All available information indicates that as of this time, the ICD along with the right ventricular (rv) lead and this right atrial (ra) lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).